Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Visual inspection found that the monitor cable was loose on the imaging system. The representative then adjusted and re-seated the cable to resolve the root cause of the anomaly. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, no video was being output from the viewing station of the imaging system computer. No additional information was provided. There was no patient present when this issue was identified.